Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient was hospitalized from (B)(6) 2016 due to elevated blood glucose while using the infusion device. The reading obtained at the hospital was 7.9 mmol/l and the patient was diagnosed with diabetic ketoacidosis. At the hospital, the patient's infusion set was changed, but it is unknown what type of treatment was received. The following day the hospital received another high reading of 7.9 mmol/l. The high blood glucose was due to an air bubble in the cartridge. The infusion set is not expected to be returned for product evaluation.